Manufacturer narrative:
Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
The staff was preparing a resident transfer from bed to wheelchair and she attached the sling on the spreader bar of the ceiling lift and raised the resident approx 12 inches off the bed. While the resident was over the bed, the right shoulder sling clip broke. The resident was then lowered onto the bed. No fall occurred and no injuries were reported.